Event description:
Pt was revised to address tibial loosening. Poly wear and osteolysis were also reported. It was indicated that the pt had a previous high tibial osteotomy with plate and screws prior to his total knee being implanted due to failure of his tibial bone.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.